Event description:
It was reported that rv lead oversensing was observed during remote transmission. The patient was brought in for device check. It was noted that the patient recalled using a circulation booster machine at the time of the event. Patient was advised to refrain from using the machine. Patient agreed not to use it any more. No further action was taken.